Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient underwent an ipg replacement procedure for unknown reason and was doing well postoperatively.